Event description:
A customer called to report a smoke odor coming from their dxc 600i instrument. No erroneous patient results were generated related to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a clogged peri-pump tubing for the wash buffer waste. This caused the active wash station to back up and overflow. The leak was contained within the instrument. The wash buffer leaked onto the pumpbox ribbon cable, shorting out the pumpbox interface board. The fse replaced the pumpbox and ribbon cable which resolved the issue. (B)(4).